Event description:
It was reported that during a npwt utilizing a renasys go 3rd ed, when the treatment site was inspected, it was confirmed that the dressing was not compressed.

Manufacturer narrative:
(B)(4).